Manufacturer narrative:
During a service visit, the field service engineer (fse) replaced multiple parts and eventually determined the issue was caused by an obstruction where line 118 connects to line 180. The fse stated that once he removed the obstruction no further problems were observed and the cap piercer drained normally. Upon recur, this failure mode can impact any or all chemistries, including critical chemistries. The manufacturer's reference # for this event is (B)(4).

Event description:
The customer reported to that their unicel dxc 660i instrument was leaking onto sample tube caps. The customer stated that an erroneous potassium result was generated. The erroneous result was not reported out from the laboratory and the customer stated that all other patient results were ¿good¿ and qc was ¿good¿ the entire time. An erroneous potassium result of 6.19 was generated; rerun/correct result was deemed by the customer to be 4.88.